Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the device was inserted and when the inflation was attempted, the balloon did not respond. It did not unfurl or inflate. The inflation device seemed to be in normal working order. A new device was opened and used with no problem.

Manufacturer narrative:
(B)(4).